Event description:
Baxter international coordinator received complaint from customer. Customer reported cracked y-site on this set. Crack was found while attempting to use - no patient involvement. No patient injury has been reported at this time. Samples are available for evaluation. No additional patient information is available at this time.